Event description:
It was reported that the patient experienced heart palpitation due to lead migration during the trial period. The trial was aborted, and the trial lead was removed. It was noted that the heart palpitation went away after the lead removal. No further information has been obtained despite good faith efforts.